Event description:
Additional information was received on (B)(6) 2011. During a follow up visit, noise was still noted on the right ventricular channel. The noise had led to inappropriate shocks as well as three episodes of diverted shocks since the last follow up. Additionally, 108 episodes of non-sustained ventricular tachycardia were recorded due to the noise on the lead. A chest x-ray was performed and revealed that the lead was in the correct and stable position. A lead revision procedure was performed; the lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted that the lead was returned severed 152mm from the terminal pin, only the proximal section was returned. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis could not confirm the clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator and right ventricular defibrillation lead exhibited prolonged inhibition of pacing and noise which caused a syncopal episode with the patient. Pocket manipulation could not reproduce the noise. During evaluation of the device all values were within a normal range. The device was reprogrammed for therapy optimization and the patient will be monitored closely. The pacing system remains implanted. No additional adverse patient effects were reported.